Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels. Reportedly, the customer believed the high bg levels were due to using the pump supplied longer than intended due to not receiving their pump supplies. The customer declined to provide any additional information regarding this event. Reportedly, the customer's clinical diabetes specialist and territory manager reached out to the customer and provided infusion sets to the customer.